Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: l39245, implanted: (B)(6) 1997, product type: lead. Product ID: 3587a, lot#: l39245, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-25, serial#: (B)(4), implanted: (B)(6) 1997, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had a shocking sensation that was intermittent in the cervical region (where the lead was placed) only while the device was turned on. The rep reported that it was more noticeable with movement. The rep reported that there were no factors noted per the patient. The rep reported that they ran an impedance test, which resulted within normal limits. The rep reported that they attempted to reproduce symptoms in the clinic through normal use and symptoms didn¿t present at this time. The rep reported that the patient was unaware that adaptive stimulation was activated and had not been aware of intensity adjustments being saved and implemented based on positional changes. The rep reported that they deactivated her sensor, since she had not been using it appropriately and provided the patient with education on the patient programmer (pp). The rep reported that the patient as the moves and increases intensity after deactivating sensor, the patient didn¿t notice any of the symptoms as she had explained previously. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that a definitive cause was not determined however the rep believed the patient simply did not understand that her device was activated and she was experiencing fluctuation in intensity related to incorrect use of the device feature.